Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported in (B)(6) 2011, that the patient experienced a change in therapy effect. After a yard activity on a riding mower on a friday the patient's pain began to worsen over the course of the weekend. Patient experienced pain in the hips, l5 and lower back. It was "puffed up" at the catheter incision and a little over the pump. The patient consulted with the physician who told the patient that it would be fine. It was reported in (B)(6) 2012, that the patient had been dismissed by the original physician and was seeking a new physician; however, could not get his records from his former clinic. About 2 weeks later it was reported that the patient was not getting pain relief and it was believed that the patient's catheter may have come loose. The patient stated that he had recently had an MRI but no one had read the results. The patient reported that dilaudid initially gave him good relief. The patient's status at the time of the report was unknown. It was later reported in (B)(6) 2012 that the patient was still seeking a new physician to refill his pump. The patient stated that his previous physician, who had dismissed him, advised him that his pump would be out in about 1 week. It was reported that the original physician had taken the patient back into care because the patient "was sick and in the emergency room (ER) going through withdrawals." The patient reported that during his second to last refill the physician had refilled the pump with the wrong (unknown) medication and noted that he heard another physician say "that was enough to kill 11 people." Reporter noted that the last pump refill was 2.5-3 weeks prior to the report. It was reported a day later that a list of physicians had been provided to the patient; however, the patient's former physician had not sent his medical records to the clinic. It was also reported that another physician would not see the patient since the pump had already been implanted. The patient reported that it may have been only a week out from the pump alarming but no alarm had sounded and he was very upset and concerned about going through withdrawal again. The patient stated "he will put a gun to his head before he will go through withdrawal." The patient stated that none of the ER's will treat him. No further information has been provided. Patient outcome is unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).